Event description:
In 2000 the pt was operated on in order to shorten the right femur because a femur dysmetria of about 2.5 cm. An orthofix cannulated femoral nail (10 mm of diameter and 380 mm of length) was inserted. A follow-up visit was scheduled in 2000, however the pt did not turn up at the hosp. The pt accidentally slipped and the x-rays revealed that the femoral nail had broken. The dr's report states that the nail breakage did not cause any angular deviation of the osteotomy and any functional damage because the bone was already in a consolidation phase. The pt was re-operated 6 months later in 2000 and the femoral nail was substituted with a new one. The pt is expected to heal as desired. However, so far as the pt has not turned up at the hosp for the scheduled follow-up visits (clinical and radiographic controls).